Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a ventricular tachycardia (vt) run with fusion beats and loss of capture beats where there was backup pacing; however, the right ventricular (rv) lead electrogram appeared very flat. No adverse patient effects were reported. The patient's rv lead is a competitor's product. It was suggested that the physician increase the gain of the recorded electrogram the next time the patient is evaluated. This product remains in-service.